Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a wave one gold file broke in a patient's tooth during use. The patient's tooth was extracted.